Event description:
Copy of notice from FDA: "this letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. It was reported the right ventricular (rv) lead exhibited an insulation anomaly. The lead was capped and replaced. This report reflects information received by.

Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes.